Event description:
It was reported that after centrifugation with 2 lots of bd microtainer® sst¿ there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that after centrifugation, there is no serum.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2124275. Medical device expiration date: 31-jul-2023. Device manufacture date: 04-may-2022. Medical device lot #: 2140599. Medical device expiration date: 31-jul-2023. Device manufacture date: 20-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 2 lots of bd microtainer® sst¿ there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that after centrifugation, there is no serum.

Manufacturer narrative:
H6. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum were observed. Bd was unable to duplicate the customer¿s indicated failure mode, poor serum, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both retention and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor serum were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.